Event description:
During follow-up, the physician had difficulty interrogating the device. Multiple attempts were made to establish communication but none were successful. The device is scheduled for explant.